Event description:
It was reported that an sv 2.5 infusor leaked. This occurred during a patient infusion of an unknown drug. The reporter stated that the leak was observed at the junction where the infusor luer and a non-baxter needleless access device were connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: march 19, 2013 - march 20, 2013. The device was returned for evaluation with a non-baxter luer connector attached to the device's distal luer. Visual inspection of the infusor and non-baxter luer connector identified cracks on the non-baxter luer connecter. Visual inspection did not identify any abnormalities regarding the infusor that could have contributed to the reported condition. A functional leak test identified the leak to be coming out of the cracks on the non-baxter luer connector. The initial evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.